Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Corrected information can be found in the following fields: d10, h10. Additional information can be found in the following fields: e4, g4, g7, h2, h3, h6, h10. Corrected information: the operating room (or) director provided a photo of the incisions after procedure completion for intuitive surgical, inc.'s (isi) evaluation. Clinical review of the photo provided resulted in the following observation: "using the umbilicus as a reference, the [two reported] port incisions look small for a standard 8mm cannula. Small port incisions can lead to tissue necrosis, which may appear as a burn, due to the high amount of pressure on the tissue." However, the root cause of the reported injury/burns remains unknown. Additionally, review of the system logs and the user facility medwatch (ufmw) referenced in FDA communication to isi, a fenestrated bipolar forceps instrument was not used, but rather, a long bipolar grasper instrument was used during the procedure. Additional information: user facility medwatch report (B)(4), referenced by the FDA in communication received on (B)(6)2020, captures the same event as this medical device report (MDR - MFR report number (B)(4)). Isi has conducted follow-up in an attempt to have the instruments and accessories from the event returned, but at this time, no instruments or accessories have been received. The referenced ufmw indicates that the devices are not available for evaluation. The integrated electrosurgical generator unit (iesu) that was installed for the reported procedure was tested at the site during a field service visit and tested upon return to isi. The unit passed all safety tests and the reported issue could not be replicated during either testing. The ufmw information received on (B)(6)2020 provided the following event description: "robotic surgery done and doctors were suturing skin. Upon assessment of skin, care providers noticed burn marks at 2 port sites. Burns were around each port site (around 1/4 inch deep, blackened, burned skin). Trocars used were davinci 8mm long set and davinci xi extra 8mm long set (metal trocars with insulation). Electrolube used on each davinci attachment, bovie did not signal lack of connection to grounding pad, grounding pad was applied and after procedure grounding pad site was clear and free of any signs of redness. In each of the port sites: monopolar curved scissors, long bipolar graspers were used. Cover/cover for davinci arm had no tears breakdown. Team set aside trocars, davinci arms, cover to be examined. FDA safety report ID# (B)(4)." For clarification, isi has not been provided the instruments, trocars, "covers," or accessories for evaluation. Isi's evaluation has been limited to testing of the iesu and system. Isi followed up with the site's risk management and clinical patient safety department and obtained the following additional information: the burns are not of the third degree. The surgical staff did not ¿degree¿ the burns as they were minor in nature. No excision of tissue was needed and the discoloration/burns were resolved with topical ointment and no other treatment or intervention. Furthermore, when asked about the coded information provided from the FDA, the writer of the medwatch report does not recollect inputting coded information related to the degree of burn and indicated that if 'third degree burn' was selected, it was selected in error. The patient¿s condition is good and they left the hospital at the previously scheduled time (after three days of post-operative stay). None of the patient¿s stay was related to the burns/discoloration and the patient did not experience any pain from the reported discoloration/burns at the two reported port locations. The site also inspected the trocars and indicated that there was no damage or abnormalities noted. It was noted that the site had no concerns with the trocars. The customer did not know what caused the reported issue and checked the patient¿s history for any related conditions, but found none. It was indicated that the customer is not certain that the burns/discoloration were thermally induced.

Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complications is unknown. When the event occurred, the robotics coordinator contacted an isi technical support engineer (tse) for assistance. The tse inspected the system log and did not find any related errors. An isi field service engineer (fse) also performed a field evaluation at the site to further investigate the customer reported issue. The fse replaced the integrated electrosurgical unit (iesu) as part of a planned/ scheduled preventative maintenance site visit. The fse then set up the da vinci system in normal mode and verified the grounding pad setting was set to dual pad. The fse tested the system with monopolar and bipolar energy instruments. No errors or issues were identified with the evaluation of the system. The fse was unable to replicate the customer reported issue. The system was tested and verified as ready for use. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. The log review supports the customer claim that there was no system issue during the case. Additionally, all instruments used in the case were used in subsequent procedures, with the exception of the following: long bipolar grasper (part # 470400-10; lot # t11190208-0042) and site reviews have shown that no complaints were filed against the instrument. Monopolar curved scissors (part # 470179-19; lot # n10191104-0025) and site reviews have shown that no complaints were filed against the instrument. Large needle driver (part # 470006-12; lot # n11190902-0045) and site reviews have shown that no complaints were filed against the instrument. Large needle driver (part # 470006-12; lot # n13190805-0047) and site reviews have shown that no complaints were filed against the instrument. As of (B)(6) 2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted partial nephrectomy procedure, the surgical staff allegedly identified 2 port site burn injuries that were described as being ¿black¿ and ¿charred.¿ although no medical intervention was administered due to the burn injuries, the description of the port site burns can be suggestive of 3rd or 4th degree burns. At this time, the cause of the alleged port site burns is unknown. A fse inspected the system and no issues were found. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that at the conclusion of a da vinci-assisted partial nephrectomy surgical procedure and after undocking the robot from the patient, the surgical staff noticed burn injuries on 2 of 4 port site locations. The initial reporter, a robotics coordinator, was unable to specify which specific port sites were involved. However, the robotics coordinator mentioned that a monopolar curved scissors instrument was installed on one robotic arm and a fenestrated bipolar forceps instrument was installed on another arm. Per the robotics coordinator, there were no errors or issues during the surgical procedure. On 19-jun-2020, intuitive surgical, inc. (Isi) contacted the robotics coordinator and gathered the following additional information regarding the reported event: the robotics coordinator was going in and out of the room during the case. There were no reports of any issues with the da vinci system, instruments, or accessories during the procedure. At the end of the case, the surgical staff noticed 2 port site burns. The tissue was described as being "black" and "charred." Per the robotics coordinator, the surgeon did not excise or treat the burn. No post-operative complications have been reported.